Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal delivery. The customer's blood glucose was 125 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The alarm had occurred only once within thirty days. The discontinuation of the device was advised. Nothing further was reported.